Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sacrocolpopexy procedure on (B)(6) 2001 and the mesh was implanted from the top of vaginal vault to sacrum. It was also reported that onset of severe neuropathic pain occurred after heavy physical work in (B)(6) 2017. The patient also experienced development/return of prolapse despite mesh. As per patient, the doctor is unable to repair enterocele, rectocele or investigate abdominal pain due to mesh and due to pudendal neuralgia. The patient has a nervous stress. It was also reported that the implant trial of sacral neuromodulation implant will be performed next week for pain, persistent rectal/anal pressure sensation and fecal and urinary urge. No further information is available.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.